Manufacturer narrative:
(B)(4). There was no alleged malfunction against the device. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015, resulting in diabetic seizure and bodily injury. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on 09/06/2015 to discuss questions regarding dexcom software. During this phone call the patient reported that she experienced a hypoglycemic event resulting in diabetic seizure and bodily injury, on (B)(6) 2015. Patient reported dexcom equipment alerted her of the low. Patient started eating food that was near to her. Patient does not recall what she ate. Patient reported falling onto kitchen floor as she went for more food. At the time of seizure, patient reported breaking her eye glasses, resulting in a laceration above right eye brow. Additionally, patient sustained a cut on wrist, possibly from the watch she was wearing. Patient called a friend to take her to an immediate care facility. Patient reports being seen by a nurse practitioner. At the time of medical intervention, patient reports blood glucose levels at 80mg/dl. Patient was not given any medication. Nurse practitioner advised patient to have someone wake her up every four hours over night for precautionary measures of possible concussion. Patient reported no further medical intervention was necessary. Patient was released the same day, (B)(6) 2015. At the time of contact, patient reported current condition as fine. No further event or patient information is available.